Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Surgical intervention has been deemed undetermined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to a (B)(6) patient. It was reported the patient allegedly programmed their ipg into surgery mode prior to undergoing an unrelated surgical procedure. Following the procedure, the patient's ipg was no longer able to communicate with their programmer device due to being deemed inoperable.

Event description:
Follow-up revealed surgical intervention is the next course of action and remains pending.